Manufacturer narrative:
(B)(4)

Event description:
There was a raised area over the ICD site. The lv lead was found to be dislodged. The ra, rv and crt-d were revised at that time. It was noted previous pocket was closed and new pocket created. Also, the crt-d was reprogrammed after the system was repositioned. On (B)(6) 2016 additional information: event was due to patient's twiddler syndrome.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.